Event description:
During use of the iab, blood was noticed in the helium tubing, and flowing back into the pump console. The clinicians noted that the patient was extremely agitated and was thrashing about, and this contributed to the difficulty. The iab was removed due to the difficulty experienced. There were no patient complications.